Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and far p-wave oversensing that the device interpreted as ventricular fibrillation. The episodes were treated in anti tachycardia pacing (atp). There were also episodes of high capture threshold. No intervention was performed and the patient was stable and will continue to be monitored.